Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. This report is being supplemented to provide additional information based on the final investigation. Updated field(s): h2, h6, h11. Corrected field(s): d4 from unknown to ni. Corrected field(s): d7a from yes to no. Corrected field(s): h8 from unknown to initial use of device. The device was not returned to olympus for inspection; therefore, the report failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, therefore a definitive root cause of the reported issue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use injector stopped injecting the solution. The issue occurred during a therapeutic polipectomia. There were no reports of patient harm.